Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse lithium ion battery (sn (B)(4)); however, a root cause could not be determined through this evaluation. The battery was returned with four green led on the battery status indicator with no physical damage observed. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. Review of the retrieved archive data revealed multiple temperature mismatch errors from (B)(6) 2017. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the autopulse battery with serial number (B)(4).

Event description:
It was reported that the autopulse lithium ion battery (sn (B)(4)), with four green leds illuminated on the battery status indicator, was used in an autopulse platform during shift check. Upon battery insertion, the platform was powered on and performed compressions on a mannequin for approximately 30 seconds and shut down. Following this, the battery was placed inside an autopulse multi chemistry charger and the mcc displayed a yellow led for a few seconds followed by a red led. The battery was charged into an mcc several times without success. It was noted that the battery was last successfully charged on (B)(6) 2017. The customer maintains a three battery rotation. No patient was involved in this event. No further information was provided.